Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to the emergency room, multiple rv noise reversions were observed on merlin.net transmission. It was noted that high frequency noise exhibited ¿beads-of-pearls¿ amplitude modulation. Noise was not reproducible in clinic with isometric and pocket manipulations. External electromagnetic interference was suspected. Device therapy was turned off. Patient will be monitored normally.